Manufacturer narrative:
H.6. And h.10.: the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The patient was very stiff and tight. The patient did not have other signs of baclofen withdrawal. The previous refills and programming sessions were uneventful. It was noted that the patient seemed to have been developing a tolerance. The patient was also dehydrated. On (B)(6) 2019, diagnostic was indicated and they programmed a bolus of 150 mcg and this was not effective. On (B)(6) 2019 a catheter dye study and rotor study were performed and were results were normal. On (B)(6) 2019 they also checked the reservoir volume and the expected volume was in the reservoir. On (B)(6) 2019 a lp injection of 150 mcg of baclofen (bypass system) was indicated as not having been effective. Regarding external/environmental/patient factors that may have caused or contributed to the event it was indicated that the patient was dehydrated. The issue was noted as having began on (B)(6) 2019. Actions taken included IV fluids having been given. They decreased the dose on (B)(6) 2019, and again on (B)(6) 2019. They started the patient on tizanidine 4mg qid. Overall the patient¿s intrathecal baclofen was decreased by approximately 50%. The patient also went to acute rehab during this process. Regarding if the event was resolved, it was noted that the patient was more comfortable at the current dose of 300 mcg/day plus tizanidine 4 mg qid and her knees bend. The patient¿s weight at the time of the event was noted as having been 144.6 pounds. "This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Due to gch functionality, the complaint flag cannot be flipped to 'no' as a regulatory report exists in this pe"

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump for intractable spasticity and multiple sclerosis. It was reported the patient was having "all kinds of symptoms" and thought there was a problem with the pump. The date of the event was not specified. The consumer stated they thought the patient just went the other day for a refill or to have something adjusted and they were questioning if the patient needed to be checked or looked at. The patient was incredibly stiff on the day of the report, (B)(6) 2019, to the point where they could not even bend their knees. The consumer requested a manufacturing representative come out to their house. Patient services reviewed the role of the manufacturer and directed the consumer to follow-up with a healthcare provider. No further information was provided by the consumer. No further complications were reported or anticipated.